Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 210 dialyzer. Blood leak occurred at start of treatment and was noted by the blood leak alarm. Blood was verified with positive hemastix and visually in the dilysate. Blood was not returned to the pt with an estimated blood loss of 250 cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.